Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case was dented, affecting keyboard fit. It was also noted that the lower case was broken, the display lens was cracked, both bail covers were broken, the ring cover was missing, the ventricular output connector was broken, the battery contacts were compressed, the ring was missing, the battery drawer was broken, and the keyboard was damaged. (B)(4).

Event description:
The device was returned to the manufacturer for repair after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.